Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. No further details were given. The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Customer reported receiving a motor error. Alarm history showed more than one motor error alarm within last 30 days. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify motor error alarm due to e52 alarm. Pump history download using thds was failed time out during testing, unable to perform data analysis for motor error alarms complaint. Swapping out test boards confirms e52 alarmed is isolated to mother board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor failed encoder signal out of phase at motor test. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, stained keypad overlay, stained end cap sticker, stained address/serial number label. Unable to confirm motor error alarm due to e52 alarm. E52 alarm is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.